Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl. At the time of incidence. Customer reported that the keypad was hard to press. Customer was declined to troubleshoot. The insulin pump will not be returned device for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Device had cracked lcd window, cracked case at display window corners.